Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "total hip replacement for high dislocated hips without femoral shortening osteotomy ." Literature article entitled, ¿total hip replacement for high dislocated hips without femoral shortening osteotomy¿ by x. Zhao, et al, published by the journal of bone and joint surgery (september 2011), vol. 93-b, no. 9, pp. 1189-1193 was reviewed for MDR reportability. The authors retrospectively reviewed 65 patients (74 hips) with high dislocated hips articulating in a false acetabulum who underwent thr between november 2000 and june 2008. Patients who received femoral osteotomies were excluded from the study cohort. In all, 65 patients, 15 men and 50 women (74 hips), met the criteria for inclusion in the study. Of these, nine patients had high dislocation of the hip bilaterally and underwent staged bilateral thr. In addition, 14 patients had a low dislocation and nine had dysplasia in the contralateral hip. A total of 68 hips were managed with a straight secur-fit hydroxyapatite-coated stem (stryker) and either an osteonics crossfire highly crosslinked polyethylene or a ceramic acetabular insert (stryker). A straight modular s-rom stem (depuy) with either a bantam polyethylene or a duraloc option ceramic acetabular component (both depuy) was used in five hips. Both acetabular components were inserted into a duraloc acetabular cup (depuy). In one hip a resurfacing was undertaken with the conserve plus implant. Patient follow-up included radiographic studies and physical examinations. No patients required revision during the follow-up period. The mean hhs score improved from 53 points (34 to 74) pre-operatively to 86 (78 to 95) at the final follow-up. At final follow-up, only 5 patients had a positive trendelenburg sign. From radiological measurements, the mean limb-length discrepancy decreased from 36 mm (5 to 56) preoperatively to 8.5 mm (0 to 18) at final review. The mean leg lengthening achieved was 42 mm (30 to 66). There were four (5%) femoral nerve palsies with numbness of the thigh and/or weakness of knee extension, all of which were observed immediately after the operation and treated conservatively. Three had resolved completely after six months. One patient had a permanent femoral palsy, with weakness of knee extension. In five hips (6.7%) there was a peri-operative longitudinal fissure femoral fracture which was secured with cables. No dislocation or wound infection was encountered. No loosening of a component was observed in any patient at the last follow-up. The authors conclude with the recommendation that the lack of osteotomy intraoperatively was beneficial to these patients¿ outcomes. The only impacted depuy products within this article are the s-rom stem and augment.